Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue in 2011, chest pain in 2011, osteoarthritis, chronic back pain, anorectal human papilloma virus infection, joint pain, myalgia, nausea, depressive disorder, multigravida and parity 3. Concomitant products included naproxen and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: essure coils/nickel allergy"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), anxiety ("other injury(ies) or complication (s) please describe: anxiety"), depression ("other injury or complications: depression"), abdominal pain lower ("abdominal llq/rlq") and scar pain ("pelvic pain around scar tissue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, fibromyalgia, weight increased, anxiety, depression, abdominal pain lower and scar pain had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, fibromyalgia, pelvic pain, scar pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). On (B)(6) 2013: poct urine pregnancy, negative urine pregnancy test was confirmed. Did you undergo an essure confirmation test? Yes and no (discrepancy noted.) Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received. Case became incident and valid. Previous event injury is replaced by pelvic pain. Events per pfs: allergic or hypersensitivity reaction type: essure coils, autoimmune disorder type of disorder: fibromyalgia, nickel allergy, pain, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: anxiety, depression, abdominal llq/rlq, pelvic pain around scar tissue were added. Patient's medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included fatigue in 2011, chest pain in 2011, osteoarthritis, chronic back pain, anorectal human papilloma virus infection, joint pain, myalgia, nausea, depressive disorder, multigravida and parity 3. Concomitant products included naproxen and pregabalin (lyrica). In 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: essure coils/nickel allergy") and wound infection ("infection (other): around wound after surgery"). In (B)(6) 2013, the patient experienced depression ("other injury or complications: depression"). In (B)(6) 2013, the patient experienced anxiety ("other injury(ies) or complication (s) please describe: anxiety"). In 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced abdominal pain lower ("abdominal llq/rlq"), scar pain ("pelvic pain around scar tissue") and incision site pain ("incision site pain"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tube (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, fibromyalgia, weight increased, anxiety, depression, abdominal pain lower and scar pain had not resolved and the wound infection and incision site pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, fibromyalgia, incision site pain, pelvic pain, scar pain, weight increased and wound infection to be related to essure. The reporter commented: current weight 197 lbs. (B)(6) 2013: poct urine pregnancy, negative urine pregnancy test was confirmed. Did you undergo an essure confirmation test? Yes and no (discrepancy noted.) Patient received treatment for events- pelvic pain female, weight gain, depression, anxiety, nickel sensitivity , fibromyalgia, wound infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: newly added events- wound infection, incision site pain, device monitoring procedure not performed, onset date of previously reported events- pelvic pain female, weight gain, depression, anxiety, nickel sensitivity , fibromyalgia was added, reporter was added, consumer birth date were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.